Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to pain.

Manufacturer narrative:
Further information received confirmed this event occurred in (B)(6).

Manufacturer narrative:
The associated complaint devices were not returned. The devices remains implanted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Based on further information received and inspected for this study subject it was re-determined that the revision surgery did not occur and that no event as defined in cfr 21 part 803.3(o)(2)(I) existed. For this reason, the report 1020279-2016-00167 should be disregarded.